Manufacturer narrative:
(B)(4). Device used in a puncture site above the inferior epigastric artery. Per the instructions for use under warnings states: do not use the perclose proglide smc system if the puncture site is above the most inferior border of the inferior epigastric artery (iea) and or above the inguinal ligament based upon anatomical landmarks, since such a puncture site may result in a retroperitoneal hemorrhage. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device was used in a mildly calcified artery and the puncture site was above the inferior epigastric artery. Per the proglide instructions for use it is stated under warnings not to use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Additionally, it is stated under special patient populations: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with access sites above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks and patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Reported device (B)(4): device used in a puncture site above the inferior epigastric artery. Per the instructions for use under warnings: do not use the perclose proglide smc system if the puncture site is above the most inferior border of the inferior epigastric artery (iea) and or above the inguinal ligament based upon anatomical landmarks, since such a puncture site may result in a retroperitoneal hemorrhage. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right femoral artery was attempted using a perclose proglide device after a mesenteric embolization interventional procedure. Reportedly, when the plunger was removed no sutures were seen. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.